Event description:
Patient experienced pain and hardness in both breasts with bilateral grade IV capsular contractures with ruptured implants on mammogram. Implants were surgically removed confirmed bilateral ruptured of implants with no free silicone external to the capsuleinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: inherent risk of procedure. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.